Event description:
During a surgical procedure using the tripolar cutting forceps, the patient's abdomen was burned when the device was plugged in. Another like device was used to complete the procedure.

Manufacturer narrative:
The device was found to function as designed. The failure mode could not be reproduced. The device only activates when power is applied when the footswitch is depressed. The device will not activate by design when the jaws are in the closed position. The jaws need to be slightly apart in order for the device to activate and coagulate tissue. It is unknown if the device was properly connected to the generator, or what type of generator was used in the procedure. This appears to have been caused by the user error.